Event description:
It was reported to philips that the device was charged and the shock was initiated but there were no signs of conduction (first device and patient death is addressed in (B)(4)). A second defibrillator was obtained, new pads were applied, but, when the clinicians defibrillated the patient, the shocks were also not conducted (addressed in (B)(4)). A third defibrillator had the same result (addressed in this complaint - (B)(4)). The patient died.